Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that different wbc results were obtained between modes of operation when using a cell-dyn sapphire analyzer. An initial test in cbc mode generated a wbc = 2.78 k/ul result with no instrument flagging. A repeat test in cbc, r (l++) mode yielded a wbc = 5.64 k/ul result with fp? Flagging. The sample was repeated on a different cell-dyn sapphire analyzer in cbc mode obtaining a wbc = 6.09 k/ul result with no instrument flagging. Suspect results were not reported out of the lab with no impact to patient management reported. Investigation was initiated.